Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 489mg/dl, with polydipsia, polyuria, nausea, and unspecified ketones, associated with an alleged prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was not priming the tubing during the load step. The pump was not skipping the load step. The patient alleged they could not prime the tubing due to a motor noise. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.